Event description:
The valve was explanted due to stenosis and insufficiency. During the explant procedure, tissue ingrowth was observed on all three cups. The valve was replaced with a 21mm bioprosthesis from another MFR. Postoperatively, the pt was reported to be recovering in stable condition.